Event description:
This was a cardiac lead extraction case conducted in the ep lab to remove the system as it was no longer required (gdt 4087-ra and sjm 1580 ICD lead-rv). Leads were each prepared with an lld-ez, and a 14fr sls ii was utilized. The sjm 1580 was removed successfully, although there was a dip in the blood pressure. The surgeon and an echo were brought in and no injury was identified. The extraction of the gdt 4087 with the 14fr sls ii was initiated, but there was an immediate drop in blood pressure. The surgeon opened the chest within 5 minutes. A small svc tear was identified and repaired with stitches. The gdt 4087 was removed during the sternotomy. Patient has already been discharged from the hospital and is doing fine. No device was received for evaluation and no lot number was provided, so no internal lot history review could be conducted.